Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿postoperative bone fracture and pain.¿

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2001. Subsequently, patient was revised on (B)(6) 2014 due to loosening of the femoral stem, of a non-biomet femoral component and revised with the arcos system. Subsequently, patient was revised on (B)(6), 2014 due to a bone fracture related to a fall.